Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that there was ¿something wrong with the pump¿ but could not provide details. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported based on the allegation of a non-specific pump malfunction.